Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a drill bit broke and a small piece of the drill believed to be about 5mm was misplaced. The surgical team searched but could not locate it. An x-ray was taken and was found to be negative for any retained piece. The surgeon believes the piece went flying into the air when he used it against a piece of cement.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the lot numbers are unknown. This device is used for treatment. The initial reporter of the event was contacted, as it was stated the product was available for evaluation; however, no response was received. Due to the lack of information and the product not being returned, this complaint cannot be confirmed and a definitive root cause cannot be determined.

Manufacturer narrative:
There was no product returned. Lot number was not provided therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to a lack of product identification. The device is used for treatment. Due to the lack of information and the product not being returned, this complaint cannot be confirmed and no product issue is identified.